Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned/capped due to high out of range pacing impedance measurements of greater than 3000 ohms, and had an increase in thresholds. A new lead was implanted. No adverse patient effects were reported.